Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced abscess with infection, adhesions, and drainage of umbilical & intra-abdominal abscesses. Post-operative patient treatment included removal of mesh as well as lysis of adhesions.